Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient was revised for loose acetabular component and groin pain.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. A material analysis has concluded that no material or manufacturing defects were observed on the device features evaluated. A review of the provided medical records and x-rays by a clinical consultant indicated: "an undated x-ray copy includes an ap spot film of the hip joint, of poor quality. The distal half of the stem is not visualized, and a right hip configuration is noted on the x-ray, however the side is not labeled. The acetabulum is loose and zones ii and iii have 5mm to 1cm lucencies. Based upon the information reviewed, it is not possible to determine the cause of the apparent failure of biologic fixation of the acetabular component in this case. Material analysis report ruled out factors of faulty manufacturing or materials as contributing to this clinical situation." The investigation concluded that the exact cause of the event could not be determined because further information such as additional pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and confirmation of the side of surgery and the date of the primary surgery are needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time the reported event regarding loosening of primary tritanium hemi cluster hole cup 50mm was confirmed.

Event description:
It was reported that the patient was revised for loose acetabular component and groin pain.